Event description:
It was reported that the syringe and mating component separated while using an unspecified bd syringe. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: poor connection between the luer tip and the needle with spontaneous needle disconnection during calciparin administration.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received and the complaint can't be confirmed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported while using bd qs syringe ls separation issues occurred and led to volume administration measurement difficulties. There was no report of patient impact. The following information was provided by the initial reporter: in addition, difficulty in using this syringe because many bubbles form between the 'black ergo of the plunger' and the wall of the syringe. Moreover, the presence of this ergo gene visibility of tick marks.

Manufacturer narrative:
B.5. It was reported while using bd qs syringe ls separation issues occurred and led to volume administration measurement difficulties. There was no report of patient impact. The following information was provided by the initial reporter: in addition, difficulty in using this syringe because many bubbles form between the 'black ergo of the plunger' and the wall of the syringe. Moreover, the presence of this ergo gene visibility of tick marks.

Event description:
It was reported while using bd qs syringe ls separation issues occurred and led to volume administration measurement difficulties. There was no report of patient impact. The following information was provided by the initial reporter: in addition, difficulty in using this syringe because many bubbles form between the 'black ergo of the plunger' and the wall of the syringe. Moreover, the presence of this ergo gene visibility of tick marks.